Event description:
Information was received indicating that prior to use of this smiths medical cadd cassette reservoirs, the pump exhibited beeping "no disposable alarms". No patient injury reported.